Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Despite multiple attempts to load the cartridge, the issue persisted, and the customer was instructed to use a manual insulin delivery method as a backup. Technical support assisted with various troubleshooting steps and ultimately arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed to put the faulty pump into storage mode, return it to tandem within 10 days, and program their settings into the new pump upon its arrival.